Event description:
Customer's daughter reports that her mother received a result of 140 mg/dl on their freestyle flash blood glucose monitor. This readings was obtained on the calf. A second result of 40 mg/dl was obtained on the finger within a ten min timeframe. The results when plotted on a parkes error grid fell into the "b" zone showing the difference in values to not be clinically significant. Customer then reports dosing their sliding scale insulin based on the higher glucose result, and then the customer was reported to have lost consciousness. Customer's daughter admin cranberries, candy, and soda in order to stablize glucose levels.

Manufacturer narrative:
The customer's products have been requested back for investigation.